Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2016 with the implant of an afx2 bifurcated stent graft and afx vela suprarenal. A computed tomography (CT) scan performed on approximately (B)(6) 2024 identified an endoleak of indeterminate origin. Reportedly, the angiogram scheduled for (B)(6) 2024 has been rescheduled for (B)(6) 2025 due to patient having a non-aneurysm related medical issue. Patient is currently being monitored.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix was unable to perform an evaluation of the device as it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the indeterminate endoleak complaint is confirmed. This is consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of the complaint could not be determined. No procedure related harms were identified. The final patient status was reported to be under surveillance. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b5: describe event or problem - updated g3: awareness date ¿ updated h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted. Device iteration is afx2 h3 other text : device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2016 with the implant of an afx2 bifurcated stent graft and afx vela suprarenal. Routine follow-up conducted a computed tomography (CT) scan around (B)(6) 2024 which identified an endoleak of indeterminate origin. The patient has been scheduled for an angiogram on (B)(6) 2024 to confirm the issue and determine requirements for reintervention. Patient is currently being monitored.